Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 110031399 (67418298) g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a revision procedure for a left reverse total shoulder was performed due to a dislocation, which occurred approximately six (6) weeks following the initial procedure. During the revision, the humeral tray and bearing were removed and replaced. No additional patient harm was reported. The outcome of the procedure was not provided. It was reported that no further information is available.